Event description:
It was reported that an angio-seal was deployed post groin shot, and angioplasty and the pt was discharged the next day. The next month the pt had an arterial doppler study. A CT angiogram done on the event date, and showed a severe web-like stenosis within the right common femoral artery, which had an appearance for focal dissection. The pt is symptomatic and is scheduled for surgery sometime in 2009.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal pt info guides states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.